Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient receiving baclofen (500 mcg/ml at 100 mcg/day) via an implantable infusion pump. The patient's medical history includes a c5 spinal injury after a diving accident leading to quadriplegia and wheelchair dependence. It was reported that the patient had their pump implanted on (B)(6) 2021 after a successful intrathecal injection trial. He presented to the emergency room (ER) on (B)(6) 2020 with his abdominal incision opened up with the device exposed. His family reported it had "been like that for 2 weeks." The decision was made to remove the devices and the patient was admitted to the hospital. Surgery was performed. Cerebrospinal fluid collected during the procedure appeared clear. The entire catheter was removed without incident. The pump pocket was then accessed. No significant purulent material was present. The pump and remaining catheter were removed without incident. The pocket was irrigated copiously and closed. The patient was started on a vancomycin infusion, and it was noted there was a "pump infection." The patient was implanted with a new pump on (B)(6) 2021 after the infection cleared and the wounds healed. The new pump implant was completed with no complications. No further complications were reported.